Manufacturer narrative:
Citation: kalogeras k et al. Real-world comparison of the new 34 mm self-expandable transcatheter aortic prosthesis evolut r to its 31 mm core valve predecessor. Catheter cardiovasc interv. 2019 mar 1;93(4):685-691. Doi: 10.1002/ccd.27862. Epub 2018 oct 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the peri-procedural complications and the short-term outcomes between the second-generation recapturable 34 mm evolut r transcatheter aortic valve and the first-generation 31 mm corevalve predecessor. Short-term outcomes were compared using valve academic research consortium (varc-2) criteria. All data were collected and retrospectively reviewed from two centers between june 2008 and september 2017. The study population included 106 patients (predominantly male; mean age 82 years), 71 of which were implanted with a 31 mm medtronic corevalve bioprosthetic valve and 35 were implanted with a 34 mm medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, the in-hospital mortality rates were: 8.5% for the 31 mm corevalve and 0% for the 34 mm evolut r, respectively. No causes of death were reported. Based on the available information, medtronic product was not directly associated with the death(s). Among all 31 mm corevalve patients, adverse events included: permanent pacemaker implantation, valve malpositioning (migration or embolization), valve-in-valve implantation, stroke, myocardial infarction, moderate-severe residual paravalvular regurgitation, major vascular complications, and bleeding complications (life-threatening/major/minor). Based on the available information, medtronic product was directly associated with the adverse event(s). Among all 34 mm evolut r patients, adverse events included: permanent pacemaker implantation, moderate-severe residual paravalvular regurgitation and bleeding complications (life-threatening/major/minor). Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.